Event description:
It was reported that during the deployment of a tracheobronchial stent graft, resistance was encountered. Reportedly, when additional force was applied in an attempt to deploy the stent graft, the outer catheter shaft broke into two pieces just proximal to the hub of the catheter. The physician was able to successfully deploy the remaining portion of stent graft by holding onto the outer catheter distal to the break site, and slowly pulling on the catheter shaft to unsheath the remainder of the stent graft. Once deployed, the entire delivery system was removed without complications. Post stent dilation were performed without incident and final angio demonstrated suitable patency results of the treatment site. No report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. The outer sheath of the delivery system was torn off and elongated in the area of the catheter reinforcement. The condition of the sample (torn off outer sheath) leads to the conclusion that very high friction forces affected the system, which made stent graft deployment difficult and finally resulted in the damage to the outer sheath. This event may have been associated with anatomic conditions of the pt or insufficient flushing procedure. However, based on the information available, a definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: the stent graft lumen must be flushed before introduction of the delivery system. The application reported represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The current IFU states: the safety and effectiveness of this device for use in the vascular system has not been established and can result in serious harm and/or death.